Manufacturer narrative:
This report is for unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Date of implantation is an unknown date in (B)(6) 2018. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent hardware removal and fpl recon due to an acute ruptured right flexor pollicis longus. Initially, the patient was implanted with a two (2) column plate and screws in (B)(6) 2018. The patient is fit and well. The surgical procedure was successfully completed with no surgical delay. This report is for unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
The complaint condition of the fpl (flexor pollicis longus) rupture could not be confirmed based on the available data. The received x-rays were reviewed. There are no screw head issues, no screw head protrusion is visible. Product was not returned and no article- and lot number was provided, therefore no further evaluation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.